Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. Both seals were intact. The barrel clamp head was broken, and the top case was chipped on the front left corner. The customer reported product problem was caused by the broken barrel clamp head. The investigator determined that the damage was caused by the customer. A review of the event history log evidenced the following: ?invalid syringe size." The broken barrel clamp head was replaced. The pump subsequently passed the functional tests.

Event description:
It was reported that the syringe clamp was missing on the medfusion pump. No patient injury or complications were reported in relation to this event.